Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned and no further information was received despite the manufacturer's attempts, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. As no further investigation is possible, the manufacturer will proceed with the case closure at this time. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Provided manufacturing, expiring dates and UDI. Sections updated: b4, d4, g3, g6, h1, h2, h4, h6.

Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a memo 3d semirigid annuloplasty ring smd34 was implanted and explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.